Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of "hi" blood glucose test results. Expected fasting blood glucose test result range is 220 to 230 mg/dl. Customer reported symptoms of light-headedness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking insulin to manage diabetes. Back to back blood test performed during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.